Event description:
Pt was implanted with ti femoral nail and spiral blade construct on (B)(6) 2012, for a subtrochanteric proximal femur fracture. The spiral blade (B)(4) backed out of the proximal portion of the nail and the pt fractured the femoral neck. Pt was returned to the operating room on (B)(6) 2012 for removal of hardware. Pt was revised a 4.5mm femur hook plate construct and a hip hemiarthroplasty for the femoral neck fracture. This is two of two reports for this event.

Manufacturer narrative:
A review of synthes device history records for manufacturing revealed no complaint related issues.